Event description:
It was reported that two months after the patient¿s device was implanted ¿the wound healing was not good and the patient appeared rejection reaction.¿ it was stated the patient¿s physician removed the device at that time. It was noted there was no patient death at the time of report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 37085, serial# unknown, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension. (B)(4).